Event description:
Customer reported receiving an error alarm during the manual prime and stated that the drive support cap was sticking out. Customer stated that the drive support cap popped out and they pushed it back in. Customer also mentioned having fluctuating blood glucose readings. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.